Event description:
It was reported that the insulin gauge was inaccurate. Customer reported using cartridge for 4 days. Tandem technical support informed the customer that this is off label per the user guide. Customer¿s blood glucose level was 120-150 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.